Event description:
Medtronic received information regarding an axium coil that was noted to have wire drawing during detachment. The patient was undergoing a coil embolization procedure to treat a 3.5mm saccular aneurysm with neck diameter of 4.2mm. Blood flow and vessel tortuosity were normal. It was reported that during the procedure, when detaching the coil, it withdrew wire. It was noted that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). There was no harm or injury to the patient. Additional information received clarified that the "withdrew wire" was referring to a coil stretch. The coil was removed from the patient. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
The axium prime coil was returned for analysis. The axium prime pusher was found broken at the hypotube break indicator (hbi) with the release wire extending out from the proximal end. No bends or kinks were found with the pusher. The pusher release wire coin was found pulled back from the lumen stop with the implant coil detached from the pusher. The implant coil was not returned. Based on the device analysis and reported information, the customer¿s ¿coil stretch¿ report could not be confirmed. The axium prime implant coil was not returned; therefore, an analysis could not be performed. Regarding to the separation found with the pusher it appears to be an attempt to detach the implant coil via manual method (via hypotube). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient weight updated (70kg). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.